Event description:
It was reported that the right ventricular lead was replaced due to inappropriate shocks caused by oversensing of noise. Varying lead impedance (0 - 1500ohms) was observed in the daily log. There was no obvious lead damage seen in the pocket at replacement, however, egm noise was observed when force was applied around the puncture location. No further patient complications were reported as a result of this event.